Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer wore the pump through a body scanner at least once a month. The customer was able to rewind the pump as well. However, the customer was unable to exit the priming menu. Additionally, the customer received a button error alarm that he was unable to clear. The button used to clear the alarm was unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response during our testing due to corroded keypad traces. No button error alarm noted. The insulin pump functioned properly; all operating currents are within specification. No unexpected failed battery test alarms noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. No motor error alarms noted. And the motor was tested outside the device and passed. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.